Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on 03apr2019 under work order# 63447 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. A previous clamshell repair was observed. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately 1.5¿ through 3¿ from the metal connector. Removal of the rescue tape revealed damage to the controller connector bend relief and silicone jacket approximately 2.25¿ and 2.5¿ from the metal connector, respectively. The bionate layer was discolored but showed no signs of damage. Areas of minor breakdown were observed in the metal braided shield at the base of the metal connector and approximately 1.5¿, 2.5¿, 3¿, 9¿, 10.5¿, 14¿, and 15.5¿ from the metal connector. The silicone jacket, bionate cover and metal braided shield were carefully removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that following the repair, no further alarms were observed. The patient was discharged and the determined plan of care was to continue vad support with routine office follow up visits. The patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 1 month. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called with low flow/low speed advisory. Interrogation showed pump stops. Patient was sent for x-rays, which will be forwarded once complete. The log file captured pump stops on (B)(6 )2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. On (B)(6) 2019 the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No further information was provided.